Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from "several tests" from "some" patient samples between (B)(6) 2015. Based on the data provided, erroneous results for 1 patient tested for vancomycin (vanc2) were identified. The specific date of this event was not provided. The erroneous results were not reported outside of the laboratory. The initial vanc2 result was 8 ug/ml. The repeat result was 18 ug/ml. No adverse event occurred. The vanc2 reagent lot number and expiration date were not provided. Calibration and quality controls were acceptable. The root cause was determined to be an overflowing cell rinse station identified by the field service engineer. The rinse level was readjusted and the system was confirmed to be operating within specification.